Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 80% stenosed, heavily calcified, mildly tortuous de novo lesion in the renal artery. During deployment of a 6.0x18mm herculink elite balloon expandable stent system, the stent jumped 30% from its intended placement; however, partially remains in the target lesion. Balloon angioplasty was performed to fully appose the stent into the vessel. There were no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.